Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the unpacking, the basket wire was found broken. The procedure was completed with another trapezoid basket. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Initial reporter address 1: (B)(6).

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of basket wire break. E1: initial reporter address 1: (B)(6). Block h10: the returned trapezoid basket was analyzed, and a visual evaluation noted that the handle cannula was detached and has marks of the fastening screws. The basket wires are not break; however, the detachment of the handle cannula could have been interpreted by the client as a breakage of the basket wires. Additionally, the side car rx pushed back. The dimensional test verified that the depth of the screws was within the allowed tolerances. The reported event was confirmed. Based on all available information, it suggests that an excess of force could have been applied when the handle was pulled; perhaps the manipulation or technique used during the preparation could have contributed to this event. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the unpacking, the basket wire was found broken. The procedure was completed with another trapezoid basket. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.